Event description:
The hcp reports via registry that a pt was experiencing inconsistent medication effects and fluid collection and swelling at the lumbar site. The swelling at the lumbar enlarges and shrinks. The drug used in the pump is lioresal 500mcg/ml at 0.04mg/day. In 2007 the catheter was explanted and replaced. The pt recovered without sequela.